Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's pressure was fluctuating. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.

Event description:
The manufacturer received information alleging a ventilator's pressure was fluctuating. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.